Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot: s11042 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 16/feb/2024, legal received the plaintiff profile form that is associated with this event. As per the ppf form, the patient underwent a ¿ventral and parastomal¿ hernia surgery and was implanted with strattice device lot: s11042 on (B)(6) 2012. The patient underwent an ¿exploratory laparotomy, lysis of adhesions, repair of ventral hernia; myofascial flap mobilization, insertion of suprapubic catheter into bladder¿ on (B)(6) 2019. The patient also underwent ¿incision and drainage of abdominal wall abscess and abdominal wall hernia mesh explantation¿ on (B)(6) 2023. The form lists the conditions that were treated were ¿adhesions, recurrence, pain & suffering¿ with approximate date of treatment on (B)(6) 2019. The patient¿s operative report also noted a diagnosis of ¿small bowel obstruction.¿ the patient underwent treatment for ¿infection, abscess, pain & suffering¿ on or about on (B)(6) 2023. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.